Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. Access was gained through the femoral artery. The lesion was located in an unspecified coronary artery. The 5.0/15/153 model maverick balloon dilatation catheter was advanced to the target lesion when the balloon ruptured at 10 atm on the fourth inflation. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.